Event description:
It was reported that the patient's implant was in his waist belt area and stimulated his legs. Two months prior to the report it shifted in his hip by about 2 inches and was very painful. It was stated "it had turned black and blue and hurt to touch." It was also noted that the patient had lost 30 lbs. It was mentioned that the patient called his doctor and he gave him a shot of something but after a while it wore off and at the time of the report "was killing him." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant: product ID 3777-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 37752, serial# (B)(4), product type recharger, product ID 3777-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).